Event description:
While using a byte night aligners, patient reported that the bottom aligners are cutting them on their inner lip and causing gum inflammation and moderate pain. They stated that the sharp edges are all the way around the aligner, it is like the aligner didn't get buffed right. Patient provided pictures that show poor fit. Advised patient to use hh tips and to provide an updated photo. Provided additional tips for gum tissue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.